Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a procedure performed on (B)(6) 2026. During the procedure, when pulling the handle, there is a phenomenon where the wire tip part was bent much more than the normal range. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: wire broken. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the investigation results of cutting wire break. Block h11: investigation results. The returned truetome 44 was analyzed, and a visual inspection found no visual damages. Functional test was performed; the device was actuated and was unable to bow. Additionally, the device was dissembled, and it was observed that the cutting wire was broken at 25.3 cm from the distal pierce hole. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of wire out of plane bowing was not confirmed. According to the product analysis, it was found that the cutting wire the cutting wire was broken at 25.3 cm from the distal pierce hole. On the other hand, wire out of plane bowing was reported, however, during analysis it was unable to perform the functional test due the device condition (wire broken), therefore, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is unable to exclude device problem.